Event description:
Discordant, falsely low sodium (na), results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant, falsely low sodium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.